Manufacturer narrative:
The reported events of incorrect placement and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen45 gts was implanted too short in the ac. Physician did not have the appropriate forceps and caused a tore in the iris (not device related), resulting in a severe hyphema in the unknown eye. Patient to return for iris suturing, removal of xen45 gts and a trabeculectomy.